Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the clip would come off the horizon small clip applier instrument easily. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a clip did not fall into the patient¿s body. There are no photos and/or videos of this event available for isi review. Patient demographics were requested but were unable to be provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test on several attempts. The instrument was fully functional. No product issue was identified. Root cause is attributed to misuse of product and recognition issues.